Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that two (2) t-pal inserters had a problem due to obsolescence. The surgeon had to use a hand beater to complete the surgery. There was a sixty (60) minute surgical delay. No fragments were generated. The surgery was completed successfully. There was no consequence to the patient. Concomitant devices reported: t-pal spacer applicator handle (part number 03.812.001 , lot unknown, quantity 2), t-pal spacer applicator inner shaft (part number 03.812.003, lot unknown, quantity 1), t-pal spacer applicator knob (part number 03.812.004, lot unknown, quantity 2). This report involves one (1) t-pal spacer applicator inner shaft. This is report 2 of 6 for (B)(4).